Event description:
Unstageable pressure injury (pi) discovered on left heel, probable from multi podous boot. It is said the boot has padding that gets worn down and becomes hard and lacks cushion to prevent pressure injuries. Recommend new design/padding.